Manufacturer narrative:
Visual inspection for the incomplete device returned. Abutment screw was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that abutment screw fractured, the screw fragment was removed and discarded. The implant remains implanted.